Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of the device found a lack of proper maintenance. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes 1 malfunction event where a midwest tradition pro handpiece overheated during use. There was no injury in this event.